Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown cortical screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right sided tibia/fibula fracture open reduction internal fixation (orif) involving two (2) locking plates, approximately seventeen (17) screws and a transfixion pin on (B)(6) 2014. The patient experienced significant pain six (6) days post operatively, and was treated for cellulitis at the operative area. Upon follow-up x-rays on (B)(6) 2014, it was discovered that five (5) screws had broken. The patient continues to experience ongoing pain and difficulty ambulating. Additional x-rays showed that twelve (12) screws have broken. In (B)(6) 2015, the patient was told that the fracture had not healed after having a three (3) stage bone test. Patient continues to experience right lower extremity pain and difficulty ambulating. This report is for an unknown quantity of unknown cortical screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Note: the patient developed significant pain and was treated for cellulitis at the operative area within six (6) days of the original surgery. Although there was no reported malfunction associated with the locking plates, they cannot be disassociated from the reported events. Therefore, it was determined on (B)(6) 2016 that a separate report form will be submitted for the plates as a correction to their previous complaint categorization of "concomitant.") This report is 3 of 3 for (B)(4).